Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to there is specific evidence that filter has tilted and embedded and recommendation that filter removal not be attempted. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a future proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received and according to the patient discovery form, the patient has a history of pulmonary embolism; which is why the filter was implanted.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, specific evidence that the filter had tilted and had become embedded. Filter removal was not recommended. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a future proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the patient had a history of deep vein thrombosis. The filter was implanted due to orthopedic surgery. The filter was placed optimally, and patient tolerated the procedure well and no complications were encountered. The filter subsequently malfunctioned and caused injury and damages including, but not limited to there is specific evidence that filter has tilted and embedded and recommendation that filter removal not be attempted. Per the patient profile form (ppf), the patient reports suffering from filter embedded in wall of the ivc mental anguish caused by repeated episodes of discomfort and pain radiating from the location of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to there is specific evidence that filter has tilted and embedded and recommendation that filter removal not be attempted. As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a future proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: patient had a history of deep vein thrombosis. The filter was implanted due to orthopedic surgery. The filter was placed optimally, and patient tolerated the procedure well and no complications were encountered. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years and 3 months post implantation. The patient reports suffering from filter embedded in wall of the ivc mental anguish caused by repeated episodes of discomfort and pain radiating from the location of the filter.

Manufacturer narrative:
The implant date was confirmed to be accurate.

Manufacturer narrative:
Correction to (product code).